Event description:
It was reported that the broach handle was attached to a cutting edge advantage broach. The surgeon was hitting the handle using the prescribed technique to remove the broach from a patient's femur. The broach handle broke away from the broach and it was noted that the small derotational tab on the tip of the broach handle had broken off. The tab was located. Both the handle and broken tab were immediately removed from the sterile field.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. The reported event was confirmed. The alignment tab at the attachment end of the body component (pn: 1100-1002-1) fractured. Wear damage consistent with repeated use was observed on the fractured alignment tab. Wear and dents were observed through out the rest of the handle. Fracture of the alignment tab of the device occurred in rapid overload. No material or manufacturing defects were observed on the device features evaluated. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the broach handle was attached to a cutting edge advantage broach. The surgeon was hitting the handle using the prescribed technique to remove the broach from a patient's femur. The broach handle broke away from the broach and it was noted that the small derotational tab on the tip of the broach handle had broken off. The tab was located. Both the handle and broken tab were immediately removed from the sterile field.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.